Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels in the 30's mg/dl range due to the customer basal rates requiring adjustments. The customer declined to provide additional information regarding this event.